Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was selected for implant using a small flexnav delivery system (ds). The patient had severe aortic stenosis (as), moderate aortic regurgitation (ar), and moderate leaflet calcification. During the procedure, after pre-dilation, a valve implant attempt was made. However, the ds had become kinked after crossing the common iliac. While the physician and proctor were considered if they should balloon the spot where the delivery system was unable to pass through, the patient decompensated and had episodes of ventricular tachycardia (vt) due to ar and poor left ventricle (lv) function. Post ballooning the common iliac was performed, the ds was able to track, and the valve was successfully deployed. Unfortunately the patient could not be revived and had passed away. The physician doesn't think that the user experienced adverse health consequences due to the performance of the abbott device.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of kinked device, cardiac arrest, tachycardia, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported kinked device, cardiac arrest, tachycardia, and death could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was selected for implant using a small flexnav delivery system (ds). The patient had severe aortic stenosis (as), moderate aortic regurgitation (ar), and moderate leaflet calcification. During the procedure, after pre-dilation, a valve implant attempt was made. However, the ds had become kinked after crossing the common iliac. While the physician and proctor were considered if they should balloon the spot where the delivery system was unable to pass through, the patient decompensated and had episodes of ventricular tachycardia (vt) due to ar and poor left ventricle (lv) function. Post ballooning the common iliac was performed, the ds was able to track, and the valve was successfully deployed. Unfortunately the patient could not be revived and had passed away. The physician doesn't think that the user experienced adverse health consequences due to the performance of the abbott device.